Event description:
The customer reported that subtraction was not working properly; the field engineer noted that the system lost pt data and images. (Data loss). There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller to image processor board cable was evaluated and reseated. The system was tested and found to be working as intended and returned to service.